Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that the unit was failing ECG. No patient involvement was reported.